Event description:
International affiliate reported that a pt underwent cardiac surgery in august, 2005. A wound drainage system including a j-vac reservoir was used at time of surgery. The pt developed mediastinitis at an unspecified time post surgery and subsequently expired.